Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge dropped from 60% to 5% while connected to the power source. Review of the pump data logs by tandem technical support confirmed the battery gauge fluctuation. The customer's blood glucose level was 237 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.